Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ferritin assay on a cobas e 801 analytical unit. The sample initially resulted in a ferritin value of 1372 g/l. The sample was repeated two times, resulting in ferritin values of 162 g/l and 154 g/l. The initial questionable result was reported outside of the laboratory. The ferritin reagent lot was 60273101 with an expiration date of 30-jun-2023.

Manufacturer narrative:
Calibration signals were within expectations. Quality control data were within specified ranges, including the date of the event (B)(6) 2022. There is no indication for a general reagent issue. Upon review of the alarm trace, several "sample foam detection", "sample clot detection" and "sample short" alarms were observed. These are indicators of poor sample quality. Camera images, collected by the analyzer show something swimming on the complained sample as well as dirt in the sampling area. It was further noted that the camera is poorly aligned and the instrument maintenance is overdue. These observations are not related to the reported issue. The investigation determined the issue was consistent with pre-analytical handling issues at the customer site.